Event description:
The pt was implanted with a left ventricular assist device. The pt outcome was reported via a device tracking form and the cause of death was noted as "battery disconnect." Additional information received indicated that the pt awoke during the middle of the night to use the restroom. While attempting to switch from tethered to untethered operation, he accidentally disconnected both cables from power from his system controller. His wife found him "down" and called ems; however, their efforts to resuscitate the pt were unsuccessful.

Manufacturer narrative:
The pt expired. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.